Event description:
Customer reports obtaining discrepant blood glucose results of 324 mg/dl and 151 mg/dl back to back within 10 minutes while using the aviva system. No hypoglycemic or hyperglycemic symptoms were reported by the customer and no action or treatment resulted. A request was made for the return of the suspect device and replacement product was sent.